Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found no sdi output due to faulty printed circuit dx board. All video output signals and images tested ok. The listed parts were replaced. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that there were image issues with no error message on the device found during an out of box failure. The sdi outputs do not work. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide correction information in sections b5, g3, h2.

Event description:
Aware date is corrected to july 10, 2020 based on the date the estimation was closed, not the original aware date of june 4, 2020.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the sdi driver ic due to excessive static electricity applied to the sdi output terminal during the period from unpacking to installation of the product and attributable to user handling. In order to prevent static electricity from being charged before unpacking the product, the sdi cables included with the cv main unit are each packed in antistatic bags, so that excessive static electricity is not applied to the product from product packaging to product unpacking.